Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged machined head, worn widthplate screws, unstable motor speed, and was out of calibration. The motor, machined head, pin, widthplate screws, shaft bearings and sleeve bearings were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance and in need of repair fo control bar issues, calibration issue, damaged machine head, worn screws, and a corroded motor. Upon inspection it was found that the motor speed of the device was unstable. No adverse events were reported along with this event.